Manufacturer narrative:
Additional attempts to the pt have been made with no additional info provided. The MDR includes all event info received to date. Due to the lack of additional info and the known complication of peritonitis due to a fluid leak, this MDR is being filed as a serious injury. The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past one month. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.

Event description:
The pt's peritoneal dialysis nurse called in stating pt disconnected from first connector of the tubing set, and when he pushed in the blue pin, there was a fluid leak/moisture coming out of the side where the blue pin is pushed in.